Event description:
Reporter stated there is a black, vertical line on the display of the blood glucose monitor. The line distorts the decimal point and could cause misinterpretation of the therapy information. The blood glucose monitor will be forwarded to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Device evaluation is in progress.

Manufacturer narrative:
The meter was returned for evaluation, and the investigation unit (iu) confirmed the display defect. A solid vertical line appears on the middle of the meter screen. Iu observed that the location of the vertical line on the display does distort the decimal point and digit during the simulation test; therefore, misinterpretation is possible. Failure analysis indicated that the meters serial number is above(B)(4); however, with review of the meters manufacturing history, it was determined the meter was manufactured before the process improvements were implemented. Meters manufactured before these improvements could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated and process improvements in handling of the meters display have been implemented at the supplier to reduce the occurrence of this defect.